Event description:
Multiple issues with IV tubing, including pinholes in the part of the tubing that gets inserted into the pump channel and tubing spontaneously breaking/coming apart at seams. There are also bulging/bubbled tubing issues and air-in-line / pump sensor failures (bd alaris 8100). Multiple issues with IV tubing, including pinholes in the part of the tubing that gets inserted into the pump channel and tubing spontaneously breaking/coming apart at seams. There are also bulging/bubbled tubing issues and air-in-line / pump sensor failures (bd alaris 8100). Patient code: 4580. Device codes: 1504, 1069, 2976, 2964. Ref report: mw5184026.